Manufacturer narrative:
Correction: it was inadvertently reported as "navigation" system in b5 of the initial MDR and should be "imaging" system. Correction: device manufacturing date now provided. It was inadvertently left off the initial medical device report (MDR).

Manufacturer narrative:
A medtronic representative was able to solve this issue via telephone. The medtronic representative had the site invalidate home without issue and system movements were normal. No parts returned.

Event description:
A site representative, radiographic technologist (rt), reported that when turning on the navigation system it was not docked properly and the gantry movements are affected. The site invalidated home without issue and the system movements were normal. There was no delay of therapy as this issue was observed prior to a procedure.

Manufacturer narrative:
Additional information: the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.